Event description:
Customer reported that the act button is responsive at times. Customer stated, he was uncomfortable with the insulin pump not functioning and he took it off. Customer stated that the device was not dropped or exposed to moisture. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit also received with minor scratched display window, cracked reservoir tube lip, cracked belt clip slot, and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.